Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the surgeon was attempting to inflate the dissecting balloon but it would not inflate due to air leaking around the trocar seal when squeezing the balloon. The entire device was removed and replaced by another device. Upon inflating the second balloon, only one side of the balloon would inflate- the other balloon side did not uncurl or open. Dissection was therefore poor, however the surgeon removed the dissecting balloon and completed the case using the trocar from the second device. It was also reported that the seals were damaged on both devices. There was no patient injury.